Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged insulin delivery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level (bg) was "high" with high ketones; contact alleged cause was due to the customer not being delivered the ¿right amount of insulin¿. A manual injection was administered to address bg. Contact declined further troubleshooting with tandem technical support regarding the insulin delivery issue, therefore no additional information was able to be obtained. The customer reverted to an alternate method of insulin therapy.